Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the xenon light source exhibited incorrect detection of scope. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported incorrect detection of scope failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to component contact failure of the harness component, there was a lack of image detection on the monitor. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.